Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with the lesion site, which was described as moderately calcified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the superficial femoral artery. A 6x250mm armada 35 balloon catheter ruptured during inflation at 3-4 atmospheres. The procedure was successfully completed with a 6x200mm armada 35 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.